Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that speaker is defective of the x3. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) visited onsite and confirm the reported issue where the speaker malfunction inop was displayed on the device and confirmed the speaker was out of sound. The fse determined that the speaker assembly needed to be replaced. The fse ordered the customer a speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was confirmed to be operating per specifications after speaker replacement.

Event description:
The customer reported that speaker is defective of the x3. The device was not in clinical use at the time of the event. No, adverse event was reported. A good faith effort (gfe) conducted confirmed that speaker did not produced sound.